Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) would not hold the column. All steps were performed as per IFU. Device was replaced and continued the procedure. There were no adverse patient effects or clinically significant delays reported.